Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was over 400 mg/dl, and the meter bg reading was 100 mg/dl. Reportedly, the customer went to the emergency room with a bg of 50 mg/dl after giving themselves insulin due to thinking they had an elevated bg. Customer was treated with intravenous saline and injections of a glucose medication; however, the customer could not recall the name of the medication. Customer was released 4 hours later with no permanent damage and the issue resolved. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.